Manufacturer narrative:
The used device has been returned to angiodynamics, however the investigation into the event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).

Event description:
As reported by the (B)(6), a patient came to (B)(6) to have a port replaced. The port had been put in earlier this year at another hospital (name unknown). The catheter attached to the port had migrated, and retrieval and replacement were done successfully. The patient condition was noted as, "stable & discharged." The used device has been returned to angiodynamics for evaluation.